Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) is complete. The reported problem (damaged therapy electrode, gel leak) was confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting the distribution node (dn) to rear therapy pad (te) was pulled from the strain relief disconnecting a pulse wire. In addition, the therapy electrodes were found to be leaking gel. The cause of the test failure was the pulled dn to rear te cable. The root cause of the pulled dn to rear te cable was excessive force. The root cause of the gel leak was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt (B)(4) and reported that had a damaged therapy electrode and that it was leaking gel.